Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the adverse events of fungal peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization, antibiotic therapy, pd catheter removal (not a fresenius product), hd catheter (not a fresenius product) placement, and the transition of modalities to hd for rrt. Causality was attributed to a touch contamination event; however, specifics could not be provided. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Fungal peritonitis is a critical complication of pd therapy, and frequently requires the removal of the pd catheter. Based on the information available, the fmc cassette can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
It was reported to fresenius via a customer survey that a patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) had been diagnosed with an unknown infection. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) with cloudy peritoneal effluent fluid and abdominal pain on (B)(6) 2019. The patient was admitted and diagnosed with fungal peritonitis (organism not provided). The patient was treated with intravenous (IV) antifungals; however, the drugs, dosages, frequency, and durations are unknown. Due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a tunneled hemodialysis (hd) catheter was surgically placed. The patient underwent several hd treatments while hospitalized and was discharged in stable condition. The patient has recovered from the events and tolerated outpatient hd therapy without issue. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Causality was attributed to a touch contamination event; however, no specifics were provided.

Event description:
It was reported to fresenius via a customer survey that a patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) had been diagnosed with an unknown infection. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) with cloudy peritoneal effluent fluid and abdominal pain on (B)(6) 2019. The patient was admitted and diagnosed with fungal peritonitis (organism not provided). The patient was treated with intravenous (IV) antifungals; however, the drugs, dosages, frequency, and durations are unknown. Due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a tunneled hemodialysis (hd) catheter was surgically placed. The patient underwent several hd treatments while hospitalized and was discharged in stable condition. The patient has recovered from the events and tolerated outpatient hd therapy without issue. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Causality was attributed to a touch contamination event; however, no specifics were provided.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A shipping history search was performed to identify all fmc cassettes delivered to the patient for a three (3) month time frame prior to the approximate event occurrence date. However, the search yielded no results. Therefore, device history and manufacturing records could not be reviewed. Due to the limited information available, an investigation could not be performed. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.